Event description:
It was reported that two (2) incidents occurred with the electrosurgical unit (esu/generator) during an endoscopic retrograde cholangiopancreatography (ercp) on 2 patients (note: 2 different doctors were involved.). In both cases, the esu was used with a sphincterotomy (manufacturer boston scientific) and cutting was done to remove a stone. No information was provided in regards to any other accessories used in the procedures. The esu settings used were endocut I, effect 2 and forced coag, effect 2 @ 25 watts. A perforation occurred with each patient. No information was conveyed to erbe involving any further treatment provided or the condition of patients.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device [note: unrelated to the reported incidents, the esu's associated erbe argon plasma coagulator (apc) was checked and no problems were found with that equipment as well.]. Finally, no anomalies were found in the review of the generator's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the events. Most likely, there were many factors involved with the reported incidents. However, based upon the limited information provided, a conclusive determination of the cause(s) of the incidents could not be determined. Erbe USA, inc. Is now closing the file on these events.